Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva ballooned. The following information was provided by the initial reporter: twice in the emergency department we have had the tubing 'blow up' in the same area of the extension tubing causing the system to no longer function. Had to restart ivs on both patients. Have picture of tubing malfunction if needed. These products were from different shipments, months apart.